Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The keypad traces and keypad connector was inspected and no anomalies noted. The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump received stuck in the motor error loop during bolus/basal delivery. Unable to confirmed error alarm due to erased history file. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No weak battery alarms noted. The insulin pump was received with broken belt clip slot and cracked battery tube threads.

Event description:
It was reported that the customer received a motor error alarm. It was also reported that the buttons on the insulin pump are unresponsive. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.